Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer was wearing the pump inside a bra while in a swimming pool. The customer stated the pump was never submerged in water. The customer's blood glucose (bg) level was 325 (mg/dl). A manual injection was delivered to address bg level. The customer was able to successfully clear the alarm and resume insulin delivery.